Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter device experienced foreign matter on the device cannula/ non-patient end needle. The following information was provided by the initial reporter: translated to english. The customer stated: additional information: "when attaching the luer slip to an IV connector the tip of the luer adaptor deconnects (slips out of the IV connector). It almost looks as if there is some kind of lubricant on the tip of the luer adaptor. Since this week, we have noticed very significant user inconveniences when connecting the adapter for blood sampling to the neutraclear plugs. When placing the adapter in the plug, we can no longer fix the adapter, it is loose in the plug and must therefore be fixed manually."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/20/2021. H.6. Investigation: bd received a shelf carton of unused samples for investigation. The samples were evaluated by visual examination under magnification for the indicated failure modes of 'foreign matter (fm-lubricant)' and functional damage that may cause 'connection issues'. Neither failure mode for the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter device experienced foreign matter on the device cannula/ non-patient end needle. The following information was provided by the initial reporter: translated to english. The customer stated: additional information: "when attaching the luer slip to an IV connector the tip of the luer adaptor deconnects (slips out of the IV connector). It almost looks as if there is some kind of lubricant on the tip of the luer adaptor. Since this week, we have noticed very significant user inconveniences when connecting the adapter for blood sampling to the neutraclear plugs. When placing the adapter in the plug, we can no longer fix the adapter, it is loose in the plug and must therefore be fixed manually."